Event description:
It was reported the quantum system caused a power outage to the operating room intra-operative. There were no patient complications reported as a result of this event. Despite multiple attempts to contact the reporting facility, no additional information was provided.

Manufacturer narrative:
Attempts to obtain additional information, including the information requested in section a of this form, were unsuccessful.